Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, diarrhea and turbid fluid. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) cloxacillin (frequency and duration not reported) and ip ceftazidime (four times a day, duration not reported). The patient was discharged on an unreported date. The patient was recovered from this peritonitis event. Action with dianeal therapy was not reported. No additional information is available as the reporter declined to provide any further information.